Manufacturer narrative:
(B)(4). A review of the device history record is in-progress. The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 01 jun 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. This product incident is documented in the avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that the "depth [was] wrong" and "lung placement occurred." No other patient or event details provided. Additional information received 18-may-2020 indicated that the user facility was "unsure of exact time of placement....xray was performed (B)(6) 2020 at 1536." Patient was not intubated at time of tube placement. The right lung placement was identified and confirmed as it was "noticed on x-ray report." A pig tail chest tube was placed on (B)(6) 2020 around 0800. Patient was discharged on (B)(6) 2020. Operator was "very experienced" and attended training.

Manufacturer narrative:
The device history record for unit 1204013 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. The unit passed all performance testing. Tracings from the procedure were reviewed; neither tracing is consistent with the expected pathway of gastric placement of a nasogastric tube. The root cause was determined to be incorrect use. All information reasonably known as of 31 jul 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
All information reasonably known as of 14 may 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.